Event description:
It was reported by the pt that 5 days after a coronary drug eluting stenting treatment procedure, hypersensitivity reaction may have occurred. The pt successfully had a taxus express2 2.5 x 24 mm drug eluting stent implanted. Five days later the pt has since been complaining of itching and whelts. The physician has changed her plavix to ticlopidine. Pt is in stable condition. Made attempts to collect further info, however, the phone numbers given by pt are incorrect.